Manufacturer narrative:
There was no patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the temperature sensor of a sorin heater-cooler system 3t was displaying an error. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the temperature sensor of a sorin heater-cooler system 3t displayed an error. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a report that the temperature sensor of a sorin heater-cooler system 3t was displaying an error. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error and replaced the temperature sensor to resolve the issue. A calibration and preventative maintenance were performed. A 1 hour test run did not identify further errors and the unit was released to the customer. The replaced sensor was returned to sorin group (B)(4) for further analysis. Visual inspection identified pitting and corrosion of the metal sleeve of the temperature sensor. The pitting allowed humidity to enter the sensor, which can lead to low insulation resistance and compromise the functionality of the temperature sensor. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.